Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a primary infusion of potassium chloride 20meq in 100ml was programmed to infuse at 50ml/hr. However, the bag was found empty after 25 minutes. The event occurred on 27 december 2023 at 0740. There was patient involvement but no harm.

Manufacturer narrative:
Omit : other occupation, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : initial reporter occupation, report source, report source other, additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that a primary infusion of potassium chloride 20meq in 100ml was programmed to infuse at 50ml/hr. However, the bag was found empty after 25 minutes. The event occurred on 27 december 2023 at 0740. There was patient involvement but no harm.